Manufacturer narrative:
Customer name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue had occurred during service/maintenance. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image guide and light guide insertion tube had adhesive residue. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. The likely cause of the adhesive residue is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.